Manufacturer narrative:
Device manufacture date 04/20/2016 is incorrect, correct device manufacture date is 09/03/2015. Conclusion: review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21 - 45 years of age. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -5.50 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to low vault. The problem was resolved.